Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of oxaliplatin. The secure lock male adapter of the tubing set was connected to a clave port on the cassette of a plumset. After an unspecified length of time, solution leaked from the connection of the tubing to the secure lock male adapter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. The device ws not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 11953. The domestic list number has a common device name of 80fpb and has a 510k of k920736. This report represents all the information known by the reporter upon query by hospira personnel.